Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: d8 and h6. Corrected fields: b5 and g2 (company representative is not applicable to this event). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. The device was not returned to olympus for inspection, therefore the customer's reportable malfunction could not be confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that insufficient conductivity error code (e006) and output was not possible occurred due to one of the following causes (which are related to an increased resistance between the electrodes of the generator): tissue build-up on the electrodes. The instrument is in a gas bubble during activation. Increased contact resistance due to poorly or insufficiently connected contacts in the working element or the connection cable. Increased contact resistance due to defective contacts in the working element or the connection cable. Olympus will continue to monitor field performance for this device.

Event description:
The intended procedure was completed using a similar device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the electrosurgical generator had insufficient conductivity error code: e006, and output was not possible. The issue occurred during a therapeutic transurethral resection in saline (turis) procedure. There were no reports of patient harm.